Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event was caused by stress from repeated use or external factors. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, there was a crack on the distal end which caused the water tightness to be lost. The device evaluation found that the adhesive around the objective lens was peeled. Additional findings include the following: the bending section cannot be fixed firmly due to damage on the forceps elevator lever, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the adhesive on the bending section cover had a chip, the image had white dots due to damage to the charged-coupled device unit, and the video connector had a crack. The following had a scratch: distal end, video connector, light guide cover glass, light guide connector, protector of the video cable section, right / left plate, forceps elevator, right / left lever, angulation lever, grip, switch 1, switch 3, control unit, bending section cover, and the up / down plate. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative on behalf of the customer reported to olympus, the endoeye flex deflectable videoscope had an air leak from the tip. Inspection and testing of the returned device found that the adhesive around the objective lens was peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.